Event description:
The pt stated that he is feeling no stimulation and would like to turn his stimulation on and increase the amplitude; he usually has his stimulation on at all times. The MFR technical services instructed the pt to perform a self test twice and the pt was not able to turn stimulation on or increase amplitude. The pt acknowledged that all lights on the back of the programmer were on. The pt stated he went to a grocery store and library recently. The MFR technical services reviewed with the pt the possibilty of entry gates in the grocery store and/or library affecting his settings. The pt was instructed to have his device checked as soon as possible using the clinician programmer. The pt had an appointment the following week and was planning on having his device checked then. Additional info has been requested.